Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Additional physician and patient information has been requested, but has not yet been received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of lesions in the right coronary artery (rca) and posterior descending artery (pda). The ostial rca was 80% stenosed, the proximal rca was 70% stenosed, the proximal to mid rca was 90% stenosed, and the distal crux was 95% stenosed. The pda was occluded with timi I flow distally. Atherectomy was performed from the ostial to mid rca and in the distal rca into the pda. The crown of the oad became stuck in the rca crux. A wire could not be advanced around the entrapped crown. Attempts to remove the device with glideassist were unsuccessful. The oad was spun on low and high speeds in another attempt to remove the crown, but the issue persisted. The crown was removed by manually pulling the device. There was a resultant small perforation of the distal pda. Three stents were placed along the ostial to mid rca. There was one hundred percent occlusion of the pda due to the perforation. Therefore, a stent was placed in the posterolateral branch. At the conclusion of the procedure, there was 0% stenosis and timi iii flow. The patient was well as of (B)(6) 2020.

Manufacturer narrative:
Csi ID: (B)(4).